Event description:
On (B)(6) 2014, it was reported to animas that the display was damaged. No additional information was available and the type of damage was not specified. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2015 with the following findings: the pump powered on with the returned battery cap to a dim, discolored display. No damage to the display was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.